Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured resulting in inflammation and dehiscence.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified implant damage at collar. Shows signs of use and bone tissue attached to outside threads functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were 'unknown bone density'. The reported device had been placed on tooth 46 (fdi) for approximately 4 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63850948) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63850948) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.